Event description:
The customer stated her blood glucose reading was not stored in the memory of the meter. There was no adverse event alleged. The meter was expected to be returned for evaluation. A new meter was sent to the customer.